Event description:
An endurant cuff was implanted for treatment of a type I endoleak. It was reported that approximately one month after secondary intervention to treat the previously reported proximal type I endoleak the patient developed right groin hematoma. The patient continued to experience pain and swelling. Evacuation of the hematoma was performed. The patient was discharged approximately a month later, and the patient condition was stable.

Event description:
Additional information was received reported that the hematoma was due to the secondary endograft procedure that was done to treat the type I endoleak. The investigator assessed the hematoma as procedure related.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.